Manufacturer narrative:
Ocd performed batch review and complaint review by lot. All results were satisfactory. Actual gel card was not available to be sent to ocd for further investigation and retain sample could not be tested as batch had expired prior to the complaint being reported by the customer. (B)(4). Actual gel card was not returned. Retain testing was not possible as gel card expired prior to the complaint being reported by the customer.

Event description:
Customer reported buffered gel lot # 092012004-02 gave a false negative result for a patient sample with anti-jkb and kell. Testing was repeated with mts -igg card lot #042313011-82 and anti-jkb and kell were detected weakly. All testing was performed using panel "a" vra185 exp 17/09/2013 and panocell -10 ficin treated lot number 28461 exp 20/09/2013. Customer stated that they were not making a complaint as they understood that the use of the igg card will enhance the reactions of both antibodies. The customer had the antibodies confirmed by the reference laboratory, methods not reported. Customer was satisfied with documentation and required by no further action by ocd.